Event description:
Fracture of ureteral stent at time of surgery. Patient underwent bilateral stent implantation on (B)(6) 2018. The stents were implanted in a standard fashion. The stent was removed after surgery in the post-op recovery period and found to be broken or transected. The patient returned to the operating and was found to have an intact ureter. The stent was found to have fracture in the left ureter. It was removed completely at the time of re-operation.